Manufacturer narrative:
Associated medwatches: 3004721439-2019-00133, 3004721439-2019-00134, 3004721439-2019-00129. Manufacturing site evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the shunt system was received dry. A deformation of the outer housing of the progav valve was observed through the visual inspection. Furthermore, additional holes were noted in the submitted ventricular catheter. The housing was subsequently measured and confirmed the presence of a deformation. The housing deformation was outside the tolerance measurements. Permeability test- this test has shown that the shunt assistant has a blockage. The valve, reservoir, and ventricular catheter were shown to be permeable. Additionally, it was noted that the catheter leaked at the site of the observed holes. Adjustment test - the valve was tested and is not adjustable throughout the normal range. Braking force and brake function test - the test has shown that the brake function is fully operational, however, the braking force cannot be measured due to the non-adjustability of the valve. Results - it should be noted that the shunt system was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. After the tests, we have dismantled the valves. Inside, we found build-up of substances (likely protein). Based on our investigations, we confirm the presence of occlusion in the shunt assistant at the time of investigation. In addition, our results have shown that the progav valve valve is non-adjustable. We suspect that the deposits observed inside the valves may have temporarily compromised the function of the shunt system. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Exact patient weight (B)(6) kg, height 81 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a progav system. On an unspecified date, the patient was implanted with a valve. Sometime later, the patient presented to the hospital. It was found that the pressure could not be adjusted, and the valve remained at the last set regulation. An explant procedure was performed due to the malfunction. Additional information was not provided.